Event description:
Lower anterior resection. The surgeon applied the device and fired. The surgery fellow cut the tissue. The clamp was removed and it was noted there were no staples. The surgeon then fired a competitive device below the original staple application site but there was no enough tissue. Because there was not enough tissue the surgeon needed to convert to a diverting ileostomy.